Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported the cycler was filling him with more fluid than expected. The patient alleged that instead of the prescribed fill volume of 2500 ml the cycler was filling him with 5000 ml. During follow up the patient reported performing a manual drain of 9000 ml following the treatment. He had experienced discomfort that subsided following the large drain. He did not require any medical intervention and has not had a serious adverse event. The patient discontinued using the cycler and has changed to all all manual treatment. The cycler is being made available for evaluation. The alleged incorrect fill volume and large drain volume make this a reportable device malfunction.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product additional information: specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.